Manufacturer narrative:
Continuation of d10: product ID wr9220, serial# unknown, product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the recharger was doing a flashing rolling light on the battery indicator and did not work. Patient said that when they press the power button nothing happens. Patient said that it had happened before and this was a replacement from the manufacturer. Patient added that they met with a manufacturing representative (rep) many years ago when it had happened before and the rep replaced the recharger for the patient. Agent advised to reset the recharger. Patient did that but they got error code 3167. Agent asked patient to reset the recharger again while it is on the dock. Troubleshooting resolved the reported issue.